Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) has been on duopa treatment since the week of (B)(6) 2017. It was reported that the patient developed peritonitis 5 days after placement of percutaneous endoscopic gastrostomy (peg)tube.

Manufacturer narrative:
(B)(4).